Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the rfu had a red cross.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that the rfu had a red cross due to contamination in paddle. After cleaning the paddle, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.